Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic in backup vvi. It was noted that the patient occasionally felt light-headed. A device download was successfully performed.